Manufacturer narrative:
Device evaluation: . Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported right side rupture diagnosed through radiological exam. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive. (Shell thickness was within specification). Additional observations: ¿ crease fold observed.

Event description:
Healthcare professional reported right side rupture diagnosed through radiological exam. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed through radiological exam. Device has been explanted and replaced with a non-allergan device.